Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated as follows; [conclusions] the root cause of the reported phenomena could not be identified. [Observations] -as a result of checking the condition of the applicable part in the report of olympus europe se & co. Kg (oekg), it was confirmed that no adhesive was applied where it should be normally. -according to the manufacturing history (DHR), the product that meets the specifications was shipped. -for the reasons stated above, the phenomena seem to have occurred not because of the manufacturing of the product but occurred afterward. However, it was unknown when the phenomena occurred. -according to the image attached in the report of olympus europe se & co. Kg (oekg), there were scratches around the indicated part, and it could not deny that some kind of external force were applied to the part. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus europe se & co. Kg (oekg), that there was the gap around the adhesive of the ultrasound transducer of the subject device and it was found the deep cut on the probe unit of the subject device that reached to the hard part under the pink probe coating. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed that the reported phenomena. Those malfunctions might have occurred due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.